Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information has been added to the following fields:   a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A definitive root cause could not be determined. However, it was presumed that the error code e102 and the lamp going out were due to a defective xenon lamp. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii xenon light source, to the olympus service center. Upon inspection and testing of the returned device, it was observed that error e102 is coming on monitor. It is due to faulty xenon lamp. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is not being performed due to no complaint was reported by the end user. Its a loaner asset. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.